Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) expressed their concerns about the lead not being able to convert the patient should the shock be delivered due to the high out of range shock impedance. Ts: provided possible following actions. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) expressed their concerns about the lead not being able to convert the patient should the shock be delivered due to the high out of range shock impedance. Ts provided possible following actions. The lead remains in use. No adverse patient effects were reported. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found calcification on the lead tip.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) expressed their concerns about the lead not being able to convert the patient should the shock be delivered due to the high out of range shock impedance. Ts provided possible following actions. The lead remains in use. No adverse patient effects were reported. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.